Manufacturer narrative:
(B)(4). No contact information for the patient or healthcare professional was provided, therefore additional event, product, and patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known adverse events addressed in the product labeling.

Event description:
Political party reported on a media article to have received a patient's request for help, referring to the swelling and abscess of the nose and glabella after receiving 1 ml hyaluronic acid injection into the nose and chin. The manufacturer of the device is unknown. The patient alleged that the injector ¿did not wear gloves at all times, but had wiped down the injection supplies.¿ 4 days later, the patient found the nose swollen and asked the clinic for an explanation. ¿the clinic mentioned that it was a general condition of inflammation, indicating that the owner did not need to see a doctor. They gave the prescription anti-inflammatory drug for the patient to take. Later, the injector pointed out that the patient¿s nose abscess and swollen face were caused by the patient's defecation problem. Allegedly, the injector went to the pharmacy to privately buy 375 mg of antibiotics for the patient to take.¿ the political party pointed out that the clinic provided antibiotics without authorization or practice medicine without a license. ¿afterwards, the patient saw that the situation was getting worse, and needed to stay in the hospital.¿ allegedly, the injector asked the patient to say that the injection occurred in the injector¿s house and not the clinic. The patient ¿quoted the doctor saying that the nasal abscess was caused by bacterial infection during injection.¿ allegedly, during the patient¿s visit for treatment, the injector asked the patient to ¿tell the doctor that the infection was due to wearing sunglasses, but mentioned that the other customer didn't have a similar problem." Allegedly, "the staff of the clinic said they did not know about the incident. Because of the large number of guests, they were not impressed of the patient. It also means that the clinic has not provided hyaluronic acid injection service. The staff also said that the clinic was not open" during the month and year of injection. The event resolution status is unknown.